Manufacturer narrative:
Device lot number is unavailable. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement open spine clamp shipped to site (B)(4) 2017. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a site that their open spine clamp was discovered stripped when it came from their sterile processing department (spd). No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: device manufacturing date and device lot number provided. The suspect spine clamp was returned to the manufacturer for analysis. The clamp was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.